Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Getting a left motor fault. When cable is wiggled motor work intermittently.